Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a cataract removal with intraocular lens (iol) implant procedure, the tip of the cartridge cracked while the iol was being moved forward; this breakage prevented the correct exit of the iol. The surgeon completed the procedure with a new cartridge and iol. There was no reported harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Product evaluation: the cartridge was returned in a lens carton with a disassembled lens case. A small amount of viscoelastic was observed in the cartridge. The lens was torn into pieces between the nozzle entry and the tip. The leading haptic was in an extended position. The trailing haptic was broken in the gusset area (returned adhered to the underside exterior of the tip). The trailing haptic was also torn/split (still attached). The optic was broken (trailing portion returned at mid-nozzle). A portion of the broken optic was protruding through the damaged anterior of the tip. The cartridge tip had heavy stress. The tip was split along the anterior beginning prior to the parting line. The cartridge showed evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. The lens was removed during the cleaning process. Top coat dye stain testing was conducted with acceptable results. The customer indicated the use of a qualified handpiece. The customer indicated the use of a viscoelastic which is not qualified for the lens/cartridge combination used. The tip was split. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscosurgical device (ovd), which may result in damage or delivery issues. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).